Manufacturer narrative:
H3 and h6 codes - updated. D9 - date returned to mfg: 1/12/2026. D3 - MFR establishment name: corrected. One used device was returned for investigation. The devices were visually inspected and found the shoulder of the syringe barrel was observed to be skived. The damage observed resulted in an opening in the syringe body. The complaint of leakage can be confirmed. The probable cause is due to a manufacturing error. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when drawing an arterial blood gas, blood leaks out of the syringe. There was patient involvement. No patient harm was reported.